Event description:
On or about (B)(6) 2014, patient underwent placement of an angiodynamics xcela product, lot #131094000 at (B)(6). The implant procedure was performed by dr. (B)(6). The device was implanted for the purpose of ongoing chemotherapy. On or about (B)(6) 2014, patient presented herself to (B)(6) hospital where she was admitted for syncope and venous access device thrombosis. While being treated at (B)(6) hospital, a CT was performed of patient's chest which demonstrated a right subclavian port-a-cath with a soft tissue density adjacent to the port tip in the lower superior vena cava consistent with thrombosis. On or about (B)(6) 2014, patients' xcela device was removed at (B)(6) hospital by dr (B)(6).

Manufacturer narrative:
The DHR review of lot# 131094000 was performed. The batch record is complete. No deviation was identified during manufacturing, lal testing and sterilization cycle. The lot met all specification per manufacturing records. Product code, item description, lot number, expiration date, manufacturing date h965451110, xcela power injectable port low profile titanium port, 131094000, on (B)(6) 2017, (B)(6) 2013. The above batch listed has not been linked to any nonconformance's or capas that could lead to the reported defect. No return sample was provided. The manufacturer conducted a documentary review which confirmed that it met all specifications. However, without the return of the product for technical investigation, we cannot verify the reported defect of "thrombosis." The associated risks have been documented in our risk management file. As a result, the complaint is classified as "no definitive conclusion, unverifiable (no returned product)." To ensure effective complaint management, it is crucial to return the product for a complete investigation, especially if contamination is suspected.